Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a console replaced due to purge alarms. The team had attempted to troubleshoot the purge alarms by purge bag exchange. The troubleshooting did not resolve and so the aic was swapped.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. The console was returned for evaluation. Upon visual inspection, the purge unit area did not reveal any abnormalities. A known good pump and purge line was attached to the console and run. The purge system open alarm was manually induced and the change purge fluid bag procedure initiated. The console was able to complete the procedure with no observable abnormality. Data logs were reviewed which confirmed that the purge system open alarm was issued. Real time logs from the console confirm that the average purge pressure was < 100 mmhg for 20 seconds or more, leading to the issuance of the aforementioned alarm. The data logs confirm that the user then proceeded to initiate change of purge fluid bag as recommended to clear the alarm. Although the procedure is initiated, it is never completed by the user before the pump is unplugged and console shutdown. The root cause for the purge not completing as reported during purge fluid change procedure could not be determined because the event could not be reproduced as reported. D4-updated model number. To conform with updated procedures, section d6 has been revised with updated information.